Event description:
A malfunction alarm was reported, specifically alarm 20, which persisted even after a second cartridge was loaded correctly. There was no reported impact on the customer¿s blood glucose level. The customer confirmed that the pump needed to be replaced, received instructions for returning the malfunctioning pump, and was informed to use a backup therapy, though they declined to provide details on it.